Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2018 with the following findings: review of the black box data showed records from the date of the alleged event had been overwritten due to continued product use. The available black box data did not show any evidence of power or temperature issues; no sudden drop in voltage was present in the black box. On investigation, the pump powered on normally. Electrical current draws were determined to measure within required specifications. The pump was exercised for 24 hours without any power interruption or overheating occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.